Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that during preparation, even when flushing slowly with a 20cc syringe, the air often remains in the hemostatic valve and cannot be removed. Flushing quickly with the syringe makes air removal easier. Also, immersing the distal tip in the water and performing not only flushing but also aspiration helps remove air from the hemostatic valve. Continuous flushing (20ml/h) with a pump was used for the irrigation of sheath. The tip of the guidewire was flushed with the tip of the farawave. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned.